Manufacturer narrative:
(B) (4). (B) (4). The stent remains in the pt. The lot number was provided. A review of the device lot history record is forthcoming. A f/u will be submitted with any relevant info.

Event description:
Device issue: none. Adverse event: hypotension. Onset of adverse event: after the procedure. It was reported that post a right internal carotid artery stenting procedure, the pt experienced hypotension and was treated with a dopamine infusion. Three days post-procedure, the dopamine was weaned off, midodrine was started and the pt was discharged to home. On (B) (6) 2009, the midodrine was discontinued and the hypotension resolved. There was no reported adverse sequelae. There was no add'l info provided.